Manufacturer narrative:
The device worked as programmed. Interrogation of the device revealed the device was above eri when received. The device was tested on the bench. No device anomaly was detected.

Event description:
Additional information received noted that the implantable cardioverter-defibrillator was explanted and replaced on (B)(6) 2020. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate antitachycardia pacing therapy and presented in clinic. Upon investigation, the implantable cardioverter-defibrillator was found with post-sensed t-wave oversensing. Programming changes were made. The patient was otherwise asymptomatic and would be monitored.